Event description:
Customer called to report high bgs and felt the driver arms were not pushing the insulin forward. Troubleshooting was performed. The lead screw made a complete rotation and the insulin exited. It was requested a replacement pump.